Event description:
It was reported that the device was not tracking accurately during receiving. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the pointer was not tracking accurately was confirmed by the device evaluation. During the visual inspection it was observed that the tip of the device was deformed. Any physical impact to the device can cause the reported event.

Event description:
It was reported that the device was not tracking accurately during receiving. No patient involvement or procedural delays were reported with this event.